Event description:
Pt alleges having removal on november 6, 2000 and states that to this date the body tissue that was sewn together has not healed. Pt also alleges the right breast is only half the size of the left, pt has no left side of the right breast and the effects on vision and hearing faculties are increasingly worse daily. Pt also states that "illegal and unwanted pollution and technology within the human body has totally destroyed all milk sources within themselves."

Event description:
Pt alleges having removal in 2000 and states that to this date the body tissue that was sewn together has not healed. Pt also alleges the right breast is only half the size of the left, pt has no left side of the right breast and the effects on vision and hearing faculties are increasingly worse daily.